Event description:
It was reported that patient faced low glucose level event on (B)(6) 2026 and treated with carb intake.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Name: medtronic minimed. Country: united states of america. (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).